Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2023-00847. It was reported that the patient was not receiving effective therapy following a fall. It was confirmed via imaging that the leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and only one lead was implanted due to scar tissue. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.